Event description:
It was reported, in a journal article, that a patient underwent a temporal fossa defect augmentation procedure to treat left sphenoid intraosseous meningioma with loss of temporalis insertion on an unknown date and mesh was used. The patient developed a post-operative hematoma that subsequently became infected, requiring removal of all the alloplastic material, including the mesh, as well as titanium cranioplasty, screws and plates. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.